Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose was 22 mmol/l at the time of incident. The customer stated that the keypad was not responding except act and up buttons. The customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc and act button dome switch .no button error alarm during testing. No unlocked keypad connector. Device passed self test.